Manufacturer narrative:
Product event summary: the images were returned and analyzed. Images of 3d map reviewed and confirmed pulmonary vein isolation (pvi) by pulse field ablation (pfa), anterior roof lines by pfa, anterior- septal mitral by radiofrequency ablation (rfa) and pfa, and cavotricuspid isthmus (cti) by rfa. In conclusion, the clinical issues (flutter and heart block) occurred during the procedure and post-operatively with no indication that the adverse events were related to the performance or a malfunction of the product. The review of the images confirmed the adverse events. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, left and right pulmonary veins were isolated using pulsed field ablation (pfa). Roof line and floor line were completed using pfa. The patient went into a flutter which was mapped to be a mitral annular flutter. An anterior mitral line was completed using pfa and radiofrequency (rf). During completion of the anterior mitral line, the flutter cycle length changed and was mapped to the anterior region of the heart between the mitral line and roof line. Pfa applications in this area were completed and the patient returned to sinus rhythm during pfa application. The procedure was completed as normal and there were no signs of complications. Following the cardiac ablation procedure using the sphere 9 catheter, the patient developed first degree heart block over the weekend and subsequently complete heart block approximately 36 hours after the procedure. The patient required implantation of a biventricular device and remained hospitalized for device implantation. No further patient complications have been reported as a result of this event.